Event description:
Report of clave port leakage. A pt was receiving an unspecified dosage of dopamine titrated to keep systolic blood pressure above 90mmhg via plum pump and tubing. The pt was transferred to the ICU from ER during the night shift. The pt's blood pressure was reported at 0500 to be 111/57. At approx 0735, the pt was found turned around in bed and unresponsive with his o2 mask off. A code was called and IV push meds of epinephrine 1mg times 2, 5% dextrose in water 4 amps, atropine 1mg, and 1 amp sodium bicarb were administered via the clave port. It is unclear when the clave port was noted to be leaking, but at this time the customer believes that it was noticed after the administration of the IV push meds. A blood pressure of 73/49 was regained at 0800 and the pt placed on a ventilator, which was later electively discontinued related to poor pt prognosis. No pt harm reported at the time of the event, however, the customer reported that the pt later expired unrelated to the event. Additional info has been requested, no further info available at this time.